Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The warmer was received device in good condition. After running for about 1/2 hour, water was observed to be leaking from between the disposable insert and the front face of the main block. The root cause of the reported issue was found to be leaking due to main block screws being loose. Secondary fault was found to be that the main circuit board was damaged. Actions were taken to mitigate the reported issue: tightened main block screws.

Event description:
It was reported that the warmer had an out of failure; leaking upon setup. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The warmer was received device in good condition. After running for about 1/2 hour, water was observed to be leaking from between the disposable insert and the front face of the main block. The root cause of the reported issue was found to be leaking due to main block screws being loose. Secondary fault was found to be that the main circuit board was damaged. Actions were taken to mitigate the reported issue: tightened main block screws.

Event description:
It was reported that the warmer had an out of failure; leaking upon setup. No patient injury was reported.